Event description:
A patient in pacu [post anesthesia recovery unit] was straight cathed with a 14fr medi choice catheter with 2 nurses. After the straight cath, urine was found to be leaking through a crack in the corner of the basin tray. This writer is unsure if the basin tray was cracked before opening, therefore affecting sterility of the items inside.